Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation issue could not be confirmed on the returned device. The cause(s) of the reported inflation issue and flat balloon refold could not be determined. The reported resistance during advancement/retraction was most likely due to the interaction with the anatomy. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product deficiency. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 99% stenosed mid left anterior descending artery. A 2.5 x 15 mm voyager nc balloon catheter was advanced to the lesion but could not fully inflate. Several attempts were made to inflate the balloon and force was applied and the proximal shaft kinked. Resistance was felt during advancement and removal of the balloon catheter due to interaction with the vessel. A 2.5 x 15 mm non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.